Manufacturer narrative:
Date of event: the event date has been approximated to (B)(6) 2017, as mentioned that the mesh exposure was identified three years and eleven months after implantation procedure. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a mesh of the anterior wall of vagina procedure performed on (B)(6) 2013. According to the complainant, there were no issues noted during the first two years after implantation. Two years and eleven months after the implantation procedure, the patient was observed to have frequent urination and was treated with oral vesicare tablets. Subsequently, three years and eleven months after the procedure, the patient experienced mesh exposure, but there were no associated symptoms such as bleeding. Reportedly, the patient is under follow up observation.